Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. The auxiliary o2 and suction unit was found with a stuck vacuum regulating knob. The complete auxiliary o2 and suction unit was replaced and the problem was solved, and the equipment was cleared for clinical use. The replaced auxiliary o2 and suction unit was returned for further investigation. Our investigation found the vacuum regulating knob to be stuck and thus, no vacuum could be created. After removing the vacuum regulating knob, the shaft (on which the knob is mounted) could be turned using a wrench. After this, the vacuum regulating knob could be turned as intended and it was possible to create vacuum again. Our conclusion is that the knob had most likely been turned towards the end position too hard and thus becoming stuck. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 (date of implementation of UDI in manufacturing).

Event description:
It was reported that the suction selection button of the auxiliary o2 and suction device was stuck and no vacuum could be created. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
No serial number has been provided, and subsequently, no manufacturing date and no UDI number have been identified.